Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210018 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 210018 and device part number 195-430/ lot 207396. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210018 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed using an unknown testing kit and unknown sample type later the same day (B)(6) 2023 and generated a negative result. Confirmation testing was not performed. The consumer stated that the only symptoms she was experiencing at the time of testing were allergy related and noted that she had taken neilmed nasal spray "hours before performing her test" to help with these symptoms. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed using an unknown testing kit and unknown sample type later the same day ((B)(6) 2023) and generated a negative result. Confirmation testing was not performed. The consumer stated that the only symptoms she was experiencing at the time of testing were allergy related and noted that she had taken neilmed nasal spray "hours before performing her test" to help with these symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.